Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿preperitoneal fat was reduced and dissected away. Then a ventralex mesh was used for repair and secured by sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia, infected mesh and abdominal pain thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿purulent discharge was noted and non-incorporated ventralex mesh was completely removed from the preperitoneal tissue.¿ attorney alleged that the patient had abscess, bleeding, infection, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 1 month post implant of ventralex mesh, patient was diagnosed with infection, hernia recurrence, purulent discharge and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence & pain as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."